Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain/cramping"), genital haemorrhage ("abnormal bleeding(general)") and pelvic infection ("infection pelvic") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal discharge and pelvic infection. Concurrent conditions included menorrhagia, vaginal bleeding, pelvic pain, abdominal pain lower, overweight, polymenorrhoea, urticaria, leukorrhea, candidiasis, anemia, urinary tract infection, candida albicans infection, fibroids, hydrosalpinx and vaginitis. Concomitant products included colecalciferol (vitamin d), gabapentin, varenicline tartrate (chantix) and vitamin b12 nos. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 610 days before insertion of essure, the patient experienced rash ("rash breaking out throughout her body,"). On (B)(6) 2014, the patient experienced weight decreased ("weight loss"). On (B)(6) 2015, the patient experienced pelvic infection (seriousness criterion medically significant) with vaginal discharge. In 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, bilateral salpingectomy and left oophorectomy) and surgery (hysterectomy, bilateral salpingectomy and left oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, genital haemorrhage, pelvic infection, vaginal haemorrhage, rash and weight decreased had resolved and the pelvic pain, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic infection, pelvic pain, rash, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Ultrasound scan - on (B)(6) 2015: probable hydrosalpinx. On (B)(6) 2015 pathology test revealed, a. Uterus, cervix, bilateral tubes and left ovary; hysterectomy with bilateral salpingectomy and left oophorectomy - multiple intramural leiomyomas with focal degeneration and calcification (largest 3.5cm).benign endometrial polyp (2.5cm) with mildly disordered proliferative endometrium. Adenomyosis. Focal mild chronic cervicitis. Benign ovary with several small physiologic and inclusion-type cysts. Benign fallopian tubes with right hydrosalpinx. On (B)(6) 2012 hysterosalpingogram revealed, successful essure procedure for tubal ligation as detailed above. No findings to suggest contrast extravasation or tubal patency.endometrium appears normal. There is a calcified lesion in the pelvis detailed above. Statistically this will reflect a myometrial leiomyoma. The need for additional imaging with pelvic ultrasoi.md should be based clinically. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain,acute pain in female pelvis,menorrhagia most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received. Reporters¿ information added. Essure insert date updated. Events: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (other) describe: pelvic, rashes or skin conditions type: rash breaking out throughout her body ,dysmenorrhea (cramping), oophorectomy (one side removal of ovary), pain, vaginal discharge, weight gain / loss specify which one: weight loss were added. Concomitant diseases, concomitant drugs, historical condition, lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain/cramping") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.